Manufacturer narrative:
Pump passed displacement test and self test. The audio tones/beeps functioned properly. However,hardware low level failure alert (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
Customer reported via phone call that the insulin pump was not sounding. The customer blood glucose level was 248 mg/dl. Customer stated they did hear beeps when audio volume settings were saved also they did hear the differences between the two audio beep volumes. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.